Event description:
It was reported that the pump volume was incorrect at refill. The patient was in a car accident in september and ¿may have damaged¿ the catheter. The healthcare professional (hcp) wanted to do a catheter dye study. The pump was reportedly at "normal eri" (elective replacement indicator). The drug being infused was unknown at the time of this report. No intervention or outcome was reported; further follow up was requested but not yet received. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information later reported the actual reservoir volume was 35ml and the expected reservoir volume was 6ml. A catheter dye study was performed and during the dye study the catheter could not be cleared. The dye could not be pushed through as well. The pump was set to minimum rate until surgery could be scheduled. The patient status was noted as alive, no injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported an MRI was ordered, but the patient cancelled the appointment. The patient suffered no loss of therapy and wanted to wait. The patient had been refilled and everything had been good so far. It was noted that the normal eri was reported in error and the pump was not eri

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the healthcare provide (hcp) tried to perform the catheter dye study, but was unable to do the procedure. The hcp determined the catheter was occluded and the patient would need a catheter revision. The patient was scheduled for a revision last friday (B)(6), but the case was canceled due to the patient being ill. A revision date has not yet been set.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information later received reported that the revision was done (B)(6) 2015. When the healthcare provider opened up the incision, he found the catheter kinked where it leaves the anchor and enters the intrathecal space. He repositioned the anchor and the catheter was unkinked. Per the reporter the patient was getting effective pain relief since the surgery. The pump was used to deliver dilaudid.